Event description:
The hex head of the socket wrench was damaged after the first use. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The event is associated with the user's misuse of this device.